Event description:
It was reported that the customer was hospitalized because she was vomiting blood. While the customer was in the hospital, it was found that the insulin pump had alarmed button error and the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.